Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen for between 5 and 24 hours. The site was noted to be sore and painful with purulent discharge draining. The patient visited holmcroft surgery and was diagnosed with an infection. Antibiotics were prescribed for treatment but the patient refused to take them. The doctor advised the patient to use antiseptic and savlon cream and if the infection worsens to go to the accident and emergency (a&e).